Event description:
The consumers mother called stated that the 6191-5f walker has allegedly become loose at the fold joints. The product allegedly wobbles too much for her son to use. Consumer has purchased a new, heavy duty walker from the dealer. No injury.